Event description:
It was reported that an alert triggered due to low impedance on the left ventricular lead , which occurred on the same day that the patient underwent an ablation procedure for ventricular tachycardia. It was also reported that the alert was heard by the patient for four consecutive days, however, only one notification was transmitted and the alert was not included in the observation section of the device report. The lead was re-measured and reported to "measure fine". The device and lead remain in use. The patient is enrolled in the (B)(4) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.